Event description:
It was reported that pump displayed malfunction alarm identified as malf 9, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions, assisted caller with resetting pump, confirmed malfunction did not recur, and advised customer to continue using pump and call back if any malfunction alarm appeared again, which caller acknowledged and understood.